Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2022-00937. It was reported the patient¿s was experiencing ineffective stimulation. As result, the patient¿s system was explanted.

Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2022-00937. It was reported the patient¿s was experiencing ineffective stimulation. As result, the patient¿s system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.